Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an damaged l3 component on the c/a board. The root cause for the damaged l3 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor would not power on.